Event description:
On (B)(6) 2012, customer reported that the dxc 800 pro instrument generated erroneous sodium (na) and chloride (cl) results for one patient. The results were not reported out of the lab. The patient sample was repeated on a backup instrument, which yielded lower results for both na and cl. There's no impact to patient treatment based on the erroneous results. Field service engineer (fse) evaluated the instrument on (B)(4) 2012 and replaced the carbon bridge assembly, the na electrode and the electrolyte injection cup. Fse returned on (B)(4) 2012 and replaced the ratio pump. During this visit, the customer reported that one patient sample was run on this instrument and a high na result was generated (see MDR 2050012-2012-01672). Customer repeated the sample on two other instruments in the lab and obtained a lower result. The issue was resolved following the replacement of the ratio pump. Customer has not reported any further issues. Mdrs associated with this event: 2050012-2012-01672.

Manufacturer narrative:
Evaluation, results: fse replaced the carbon bridge assembly, the na electrode, the electrolyte injection cup, and the ratio pump.